Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient had posterior capsular tear unstable. The iol was exchanged in a secondary procedure following the initial procedure. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. Based on the results from the product history record, the products met release criteria. There have been no other complaints for this lot. The manufacturer internal reference number is: (B)(4).